Manufacturer narrative:
Device not returned; the customer reported event was not confirmed because the device was not returned. Visual, dimensional and functional analysis could not be performed as the device was not returned.

Event description:
It was reported that; the surgeon reported that when he impacted the cage using the inserter, the back of the cage allegedly broke into pieces. All the pieces were retrieved from the patient. The surgeon noted that the inserter which consists of an inner shaft and an outer shaft was not flush and that there is a gap of approximately 2mm between the two components which he believes may have resulted in the cage breaking during impaction. The surgeon then used a different impactor in which the inner and outer shaft were flush. A surgical delay of 45 minutes was reported. No other adverse consequences were reported for the patient.

Event description:
It was reported that; the surgeon reported that when he impacted the cage using the inserter, the back of the cage allegedly broke into pieces. All the pieces were retrieved from the patient. The surgeon noted that the inserter which consists of an inner shaft and an outer shaft was not flush and that there is a gap of approximately 2mm between the two components which he believes may have resulted in the cage breaking during impaction. The surgeon then used a different impactor in which the inner and outer shaft were flush. A surgical delay of 45 minutes was reported. No other adverse consequences were reported for the patient.